Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that cardiac resynchronization therapy defibrillator (crt-d) stored two episodes where inappropriate tachy therapy was delivered for what appeared to be conducted supraventricular tachycardia (svt). In one episode, three bursts of anti-tachycardia pacing (atp) and a two shocks were delivered. In the second episode, one burst of anti-tachycardia pacing (atp) was delivered. It was noted that the patient had been feeling fine before the therapy. The patient had been in a fast conducted heart rate for an extended period, the morphology changed, and then the inappropriate therapy was delivered. Technical services (ts) discussed troubleshooting options and programming considerations. This crt-d remains in service. No additional adverse patient effects were reported.